Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in ss prn slm npvc leaked the following information was provided by the initial reporter: during the process of using an indwelling needle to open venous access for cesarean section patients before surgery, if leakage occurred at the indwelling needle interface, the indwelling needle was immediately stopped and replaced with a new one, without any adverse effects on the patient or the operation.

Manufacturer narrative:
1. DHR/bhr review(lot#3262382): 1)this batch of products were assembled at intima ii auto line 4 in october 2023, and packaged at r245 package line in november 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect state of the complained sample cannot be confirmed, the root cause of the leakage at the interface cannot be determined. The plant will continue to pay attention to such defects.

Event description:
No additional information provided.